Event description:
At 5:41 pm the customer received a blood glucose reading of 307 mg/dl on the contour next usb. She felt as if it were high. She took 12 units of novolog insulin. At approximately 6:00 pm she ate 3 pancakes and sausage. At approximately 7:00 pm she felt something going on and was going to perform a blood test but passed out and hit her head on a table. An ambulance was called. Someone nearby who also happened to be an emt tested her blood on the meter at 7:03, 7:07 and 7:11 pm. The readings were 111, 112 and 115 mg/dl, respectively. The ambulance arrived at approximately 7:30 pm and they checked her blood glucose at 47 mg/dl using their contour. When she arrived at the hospital she was given an IV and sugar water. She felt better and her blood glucose was 57 mg/dl on the hospital contour. The customer was advised to decrease her insulin dosage from 24 to 14 units. Before she left the hospital that evening around 10-11:00, she was given a cup of cranberry juice and retested. Her glucose was 79 mg/dl. The customer was advised to return the test strips for investigation. New meter and strips were sent to her.